Event description:
Case description: since last submission the case has been updated with the following information: - expected date of follow-up receipt was extended.

Event description:
Case description: investigation results: name: novopen 4, batch number: bug1323 a batch record review on cannot deliver and cartridge holder was found to be normal. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. This batch documentation has been destructed and not available. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The product was not returned for examination. Name: actrapid penfill 3 ml 100iu/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: -investigation results updated -b,c,d and g codes updated -narrative updated accordingly references included: reference type: e2b company number reference ID#: (B)(4) reference notes: final manufacturer's comment: 29-apr-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the reported event of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid. H3 continued: evaluation summary name: novopen 4, batch number: bug1323 a batch record review on cannot deliver and cartridge holder was found to be normal. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. This batch documentation has been destructed and not available. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The product was not returned for examination.

Event description:
(Related symptoms if any separated by commas). Suffered from hyperglycemia (bgl was 500 mg/dl) [hyperglycaemia], pen started to not inject the insulin [device failure], piston rod did not come out of the mechanical part [device malfunction], penfill holder is broken [device breakage], patient used syring instead of np4 by penfill [wrong technique in product usage process]. Case description: this serious spontaneous case from egypt was reported by a consumer as "suffered from hyperglycemia (bgl was 500 mg/dl) (hyperglycemia)" with an unspecified onset date, "pen started to not inject the insulin (device failure)" with an unspecified onset date, "piston rod did not come out of the mechanical part (device component malfunction)" with an unspecified onset date, "penfill holder is broken (device breakage)" with an unspecified onset date, "patient used syring instead of np4 by penfill(inappropriate drug extraction with syringe)" with an unspecified onset date, and concerned a 19 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", actrapid penfill (insulin human) (dose, frequency & route used-12 iu/breakfast -25iu/ lunch-15 or 20 iu/dinner, subcutaneous) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's weight: 56 kg, patient height and body mass index was not reported. Dosage regimens: novopen 4: actrapid penfill: current condition: type 1 diabetes mellitus(12 years ago since she was 7 years old). Concomitant products included - lantus (insulin glargine) (started 8 years ago). On unknown date suffered from hyperglycemia and found that the novopen 4 (which used with actrapid) was not injecting the insulin started from 4 days ago. It was reported that pen training was offered and during checking the mechanical part, the piston rod did not come out of the mechanical part after pulling the dose button up, adjusting the dose counter on 60 u and pressing the dose button. But moved later after pulling it manually out of the mechanical part and after repeating the previous step and then patient mentioned that a part of a penfill holder is broken at the side of attaching with the mechanical part, but the pen parts attached together normally, so pen training was completed to see if there would be any issue due to that broken part. Furthermore, it was reported that after adding a new penfill and needle, the pen didn't inject insulin, although backing of the dose counter to zero and patient mentioned that there was a gap between penfill and piston rod, so to remove that gap patient was asked to adjust the dose counter on 60 u and after pressing the dose button without needle attachment, the counter back was rotating to back to zero 3 times, and the piston rod head still was not touching the penfill's rubber, then the call was disconnected. Patient stated that the piston rod head still away from the penfill's rubber even after repeating adjusting of dose counter to 60 and pressing the button several times, so he was asked for a new penfill, adjust 60 on the counter and press the button without needle attachment and the counter back to zero again without any resistance and after adding new needle, adjust a test dose of 4u and press for injection, the pen still didn't inject the insulin on an unknown date patient reported that the hyperglycemia started 6 days ago, but they were not knowing that the reason was due to the pen's tc during 1st 2 days added that the last hyperglycemia was during the day before yesterday, when blood glucose (blood glucose)bgl was 500 mg/dl, so the syringe replaced the pen for injecting the dose that day after that the event recovered and bgls became normal blood glucose (blood glucose)180- 220mg/dl (which means that the event started 6 days ago, stopped 2 days ago and last for 4 days). On an unknown date, the patient stopped using novopen 4 during the event and used syring instead of novopen 4 by penfill. It was reported that the suspected product been properly stored. Hba1c: glycosylated hemoglobin was 5% 2 months ago, acetone test was done, 7-8 days ago and the result was negative. It was reported that patient did not have any chronic disease. Batch numbers: novopen 4: bug1323 . Actrapid penfill: unk. Action taken to actrapid penfill was not reported. The outcome for the event "suffered from hyperglycemia (bgl was 500 mg/dl)(hyperglycemia)" was recovered. The outcome for the event "pen started to not inject the insulin(device failure)" was not reported. The outcome for the event "piston rod did not come out of the mechanical part(device component malfunction)" was not reported. The outcome for the event "penfill holder is broken(device breakage)" was not reported. The outcome for the event "patient used syring instead of np4 by penfill(inappropriate drug extraction with syringe)" was not reported. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: